Manufacturer narrative:
Device received with all no button response due to flattened button dome switch .the keypad connector on lcd is locked properly during visual inspection. Unable to perform self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 585 mg/dl. The customer¿s blood glucose level was 585 mg/dl. The customer reported that the insulin pump had a keypad anomaly. The insulin pump will be returned for analysis.